Manufacturer narrative:
Concomitant medical products: ddbb1d1 crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.